Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added and corrected: date of birth, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Event description:
Litigation papers allege the patient suffered physical pain, popping, grinding and irregular shifting of the hip implants, and increased metal ions in his bloodstream, which resulted in physical impairment and physical disfigurement. Doi: (B)(6) 2007; dor: none scheduled at this time (right side). Doi: (B)(6) 2008; dor: none scheduled at this time (left side). (B)(6).